Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years and six months following the implant of this transcatheter bioprosthetic valve, the patient became symptomatic with shortness of breath and underwent an elective surgical redo of aortic valve replacement (avr) due to increased valve gradients and moderate paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.